Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg header was more superficial than the rest of the ipg. The patient underwent a pocket revision procedure. The patient is reportedly doing well.